Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Event description:
Healthcare professional later reported "plug strap absent". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one crack opening, missing of plug strap, wear abrasion and fold creases. Leak test and microscopic analysis was performed which identified: one crack opening and partial delamination of valve. Based on the device analysis the final assessment is: one opening crack assessed as cracked valve seat diaphragm valve. Partial delamination of valve assessed as adhesive failure. -missing of plug strap assessed as inconclusive. Additional, changed, and/or corrected data.